Event description:
On (B)(6) 2013, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses featuring the gore c3 delivery system. It was reported that the patient's access vessels had strong tortuousity on both sides. The diameters of both access vessels measured 10mm. The right iliac artery was completely looped. A gore dryseal sheath was inserted from the patient's left side to implant a trunk ipsilateral leg component. Despite difficulty, the sheath was advanced to the intended position. Upon the withdrawal of the dilator, the outer sheath was kinked at several locations along the length. The physician inserted the delivery catheter into the sheath while pulling back the sheath slowly. After the delivery catheter passed through the sheath, it was advanced outside the sheath and got stuck at the bifurcation of the iliac artery. The physician tried to pulled the catheter back into the sheath; however, it got caught at the edge of the sheath. During this push and pull process, the patient's external iliac artery was ruptured. The patient was converted to an open repair using a y-shaped vascular graft. The patient tolerated the procedure.

Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusions - the instructions for use for the gore excluder aaa endoprosthesis states: "ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr - 18 fr vascular introducer sheath."